Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a user report from (B)(6) which contained the following information: a physician reported about a customer who received low readings from the adc freestyle libre sensor scan. Customer received 140 mg/dl on the sensor for 2 days and thus he stopped "injecting". On (B)(6) 2019, customer felt unwell, experienced chest pain and was seen at the hospital where a reading of 1000 mg/dl was obtained on an unspecified meter. Customer was diagnosed with ketoacidosis and received unspecified treatment in the ICU. At the time of reporting, customer was still hospitalized and not yet recovered. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required.    Dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint.    Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field.   Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint.    A tripped trend review was performed for the reported complaint and libre sensors showed no anomalies or non-conformances that could lead to the complaint.   If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Abbott diabetes care received a user report from (B)(6) which contained the following information: a physician reported about a customer who received low readings from the adc freestyle libre sensor scan. Customer received 140 mg/dl on the sensor for 2 days and thus he stopped "injecting". On (B)(6) 2019, customer felt unwell, experienced chest pain and was seen at the hospital where a reading of 1000 mg/dl was obtained on an unspecified meter. Customer was diagnosed with ketoacidosis and received unspecified treatment in the ICU. At the time of reporting, customer was still hospitalized and not yet recovered. There was no report of death or permanent injury associated with this event.